Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "upper respiratory tract infection or once gastrointestinal", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Patient reported receiving an injection with a syringe of juvederm® volift¿ in the infraorbital-malar region. Over the course of 2 years, the patient experienced 3 episodes of persistent intermittent transient edema (pite), which was also an infection trigger (either an upper respiratory tract injection or gastrointestinal). The infections have been deemed not related to the device. The patient noted that "on all these occasions," they were treated with methylprednisolone for 1-2 days, which decreased the signs and symptoms.